Event description:
Customer performed a blood glucose test on a pt. The device reading was 457 mg/dl, and the lab result was 291mg/dl. A repeat test was done and the lab result was 120mg/dl and the device reading was 397mg/dl. Insulin was dosed upon the lab results. Controls were in range but values were not provided. A request was made for the return of the suspect device and replacement were sent.